Manufacturer narrative:
Analysis of the catheter (lot # n224115015) found no significant anomaly. The sc connector had a non-significant indent in the seal that did not affect infusion. The previously reported conclusion code 67 no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n224115015, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n219616, implanted: (B)(6) 2009, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient had pain along their catheter track. A dye study was performed on (B)(6) 2015 and the catheter could not be aspirated. The patient was hospitalized. On (B)(6) 2015, the proximal end of the catheter was revised and a new pump segment was added. The catheter was partially explanted. The patient's status could not be obtained. The pump was used to deliver dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.